Event description:
Boston scientific received information that a high shock impedance was detected. A local area sales representative checked the patient's device. Isometrics and pocket manipulation were performed while testing the shock lead impedances and all measurements were between 80-90 ohms. The daily measurements also showed the shock impedances were stable at 80-90 ohms.

Manufacturer narrative:
The local area sales representative will continue working with the medical staff. Should additional information become available, this report will be updated.

Manufacturer narrative:
The product associated with this event has been corrected due to further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation of high shock impedances could not be confirmed in analysis.

Event description:
The device was explanted approximately five years later for unrelated reasons. That issue was reported in MFR #2124215-2015-16942.